Event description:
It was reported that the user experienced elevated blood glucose after breakfast while newly using the ilet bionic pancreas, with capillary glucose values around 246 mg/dl decreasing to 234 mg/dl during the call, and no alarms, leakage, or delivery issues noted; the device was delivering corrective insulin and early adaptive dosing was discussed. Investigation included a review of device data and technical support troubleshooting with user education. Investigation of this case revealed no evidence of device malfunction, with insulin delivery confirmed and glucose trending downward during observation. No symptoms associated with hyperglycemia reported. Outcomes included no interruption of device use, no clinical and no hospitalization. It was concluded that the event was consistent with hyperglycemia of unclear cause during the initial adaptation period, with the device functioning as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.